Manufacturer narrative:
Review of the device logs identified that numerous isa sensor errors were logged which were likely due to a wetted isa port. Upon return, the investigation did not identify any visible damage and the device operated as expected on a test circuit. Device passed calibration and the reported issue could not be reproduced. As a precaution, spectrum medical replaced the isa sensor and confirmed the device worked as expected.

Event description:
User reported incorrect measurements from the sample line on the quantum ventilation module. There was no patient harm; however, this type of inaccurate measurement is considered reportable.